Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, the device could cut but couldn't staple. The surgery time was extended. Another device was used to complete the procedure. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia ultra universal xl stapler and one endo gia 60mm articulating medium/thick reload both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the instrument found no abnormalities. Visual inspection of the cartridge revealed that the reload was fully fired. Microscopic examination of the reload noted damage to the cutting edge of the knife blade. Engineering evaluation of the reload confirmed the presence of staple strikes within the anvil buckets indicating staples were deployed from the cartridge and made contact with the anvil buckets for staple formation. Functionally, the instrument was loaded with an endo gia universal roticulator 60-2.5 single use loading unit. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. The reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned products confirmed the products met quality release specifications that were tested regarding the reported condition and the reported condition of staples did not deploy was not confirmed, however, during the investigation, a secondary condition was identified as follows. There was damage observed on the cutting edge of the reload knife blade. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).